Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was blood leak through the vent valve. There was blood loss of 20 cc. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 15, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected. It was noted that dried blood was within the ops valve in the positive umbrella. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. All tests passed. A retention sample from the same lot number was obtained and manually run through the same five tests, all tests passed. Due to the evidence of blood within the ops valve, it is possible that the unit had been overpressurized during use, causing the unit to leak. During the investigation of a similarly reported event, simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery, and there was possible pressure buildup in the heart causing a positive pressure buildup in the vent line. The positive pressure relief valve then opened to release the pressure, and caused the ops valve to leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.